Manufacturer narrative:
Model number/catalog number 72400024, serial number null batch/lot number (B)(4), model/catalog description balloon fgs 61-70 cm.

Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A revision surgery was performed in which the existing 4.0 cm cuff was removed and replaced by a 3.5 cm cuff. There were no device malfunctions associated with the explanted device. The patient did not experience any further adverse events following the procedure.